Event description:
It was reported that the patient complained about the rate response feature on the device. The rate response has been reprogrammed multiple times since implant. The device was reprogrammed back to the nominal settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.